Event description:
Information was received indicating that a smiths medical cadd-ms® 3 ambulatory infusion pump stopped working without an alarm to indicate that infusion will stop. Changing the batteries did not resolve the issue. The patient was switched to a backup pump and infusion was resumed. The physician was contacted, and the patient was told to monitor the symptoms. There was no reported injury to the patient.

Manufacturer narrative:
Device evaluation: one smiths medical cadd-ms 3 ambulatory infusion pump was returned for analysis in used condition. Visual inspection showed no damage to the pump. Functional testing involved powering up the pump and showed that the pump alarmed with error code 80 on power up. The investigation determined that a faulty microprocessor board was the cause of the reported issue. The microprocessor board was replaced. Based on evidence and investigation, the complaint allegation was confirmed.